Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (23 mg/dl). Customer drank soda to address low blood glucose. Reportedly, healthcare provider (hcp) is actively adjusting settings and insulin sensitivity as customer is new to the pump. Hcp prescribed adjustment to pump correction factor to address the issue.